Event description:
It was reported that during reprocessing the ultrasound gastrovideoscope exhibited foreign material from the nozzle and forceps elevator. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.